Event description:
Dexcom g7 10 day sensor continuously fail after only 5 days of use when it claims 10 days of use...continuous accuracy issues when they claim they are the most accurate cgm on market and claim no more finger pricks which is also a lie due to its inaccuracies we now do more finger pricks. Sensor drop connectivity numerous times daily/weekly seeing that we need the sensor to be accurate due to it being connected to an insulin pump is crucial, and dexcom sensors are rarely even close to a blood stick even after numerous calibrations. Blood stick showed 92 bgl dexcom g7 showed 178 dangerous when we depend on these numbers for dosage with our insulin pump.